Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted the patient was going in and out of torsade de pointes arrhythmia due to the loc. The field representative walked the health care professional (hcp) through reprogramming the rv lead to max outputs. The torsade de pointes stopped and the patient went back into a paced rhythm. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 impact coding - f1203 and f10 added.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted the patient was going in and out of torsade de pointes arrhythmia due to the loc. The field representative walked the health care professional (hcp) through reprogramming the rv lead to max outputs. The torsade de pointes stopped and the patient went back into a paced rhythm. The lead remains in service. No additional adverse patient effects were reported.